Event description:
It was reported that while the patient was using the arctic sun device, the flow rate dropped to 0 l/min. Since the issue persisted even after switching the arctic gel pad to an alternative unit, they exchanged the pad, which resolved the problem. Due to the above, a manufacturing defect in the pad has been identified, and the patient was requesting an exchange with a new unit. The pad has already been discarded because it was used on the patient. The incident had occurred during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.